Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. Additionally, no abnormalities were noted with the device riveting and welding which were within design specification. The device opened and closed within specification despite the washer tail being bent out of the clevis. The condition of the returned incident device was consistent with the complaint. The evaluation found that the pull wire was not broken, but the washer tail was bent and appeared as if a wire was broken. The forceps are designed to collect tissues endoscopically. The device was used in a bronchoscopy. Therefore, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure limiting the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(6).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure after taking a biopsy it was noted that one pull wire was broken at the tip of the forceps. No part of the wire detached within the patient. The procedure was completed with this device. Additionally it was reported that the device was inspected prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure after taking a biopsy it was noted that one pull wire was broken at the tip of the forceps. No part of the wire detached within the patient. The procedure was completed with this device. Additionally it was reported that the device was inspected prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good